Event description:
It was reported that the patient had the artificial urinary sphincter removed due to patient leakage and urethral atrophy. The atrophy was noted when the physician performed a cystoscopy. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No further complications were reported in relation to this event.